Event description:
User reports discrepant sodium results. One patient example provided. Initial result 134 mmol/l, repeat 147 mmol/l. Initial result was not reported. The field service representative determined a pinched mix tube to be the cause and he repositioned the mix tube. He noted he also decontaminated the instrument, replaced external water reservoir, ise tubing, reference and sodium electrodes and all water filters as part of troubleshooting. Performance tests were performed.